Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis and vegetat ion on the leads. No further patient complications have been reported as a result of this event.